Manufacturer narrative:
Per the initial reporter, the device will not be returned. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that after successful completion of a leg angioplasty using an up and over approach via contralateral femoral access, the flexor ansel guiding sheath was attempted to be retracted when tension/ difficulty was encountered. The physician re-inserted the dilator, and removed the sheath and dilator as a unit. Upon removal, the distal tip of the sheath was observed to have broken off inside of the patient's iliac artery. The physician retrieved the sheath tip by performing a cut down on the femoral groin. It was noted that the patient had a scarred groin, and calcified vessels along with iliac stents. An angioplasty balloon (manufacturer unspecified) was utilized through the sheath during the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use IFU), quality control, and a photographic inspection of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photographic inspection was performed. In the provided photograph, the dilator was partially inserted into the sheath. The sheath tubing was separated into two sections, which exposed the underlying coils. The coil was unraveled, and exited the proximal end of the 1st segment and distal end of the 2nd segment. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.